Manufacturer narrative:
(B)(4). The reported event is confirmed as the visual inspection identified the tasp to be fractured. Products were returned; tasp post feature has fractured off. All pieces were returned. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The CAPA investigation also identified instrument misuse as a contributing cause. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference (B)(4)). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand and the reported information states that the scrub was using force in the wrong direction. The root cause of this event was determined to be use error/misuse. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device.  No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured when it was being forced in the wrong direction. It is unknown if the patient retained a foreign body. No further information has been provided.